Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400604895. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in netherlands: "overinfusion." According to the customer: "half a syringe of propofol is emptied .... Presumably wrong act of the nursing staff"

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: general information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space; 2.2 article number: 8713030; 2.3 serial number/batch: (B)(6). 2.4 software version: n030004. 2.5 hours of operation: 7414 hours. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. No date of the incident was given from the customer. Therefore, the last history files from (B)(6) 2023 were investigated. At 10:40 am a kabifill 50 ml syringe was inserted. A tci infusion was selected. The drug "prop.10" was selected. The device was set into standby mode at 10:41 am. At 11:42 am the customer started the infusion. At 11:48 am the infusion was stopped. Up to that time the device has delivered a volume of 17,54 ml (act. Volume infused). Furthermore, no anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact. No seal was available. Some liquid residues could be detected between the glass of the upper housing part. Furthermore, the device is in a clean state and no visible damaged are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bd plastipak 50ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: syringe size detection was checked according to the final test protocol (version 10.0). No malfunctions could be detected. 3.4.1 a technical safety check based on the service manual was performed. No product deviation could be detected. 3.5 disassembling: the device was disassembled, and the inside was investigated. The housing part of the drive head unit shows broken plastic parts. That damage identifies an impact damage. Furthermore, no visible damaged could be found. 4. Judgment: 4.1 the complaint could not be confirmed. A malfunction of the pump could not be detected. It cannot be excluded that an error may occur if the syringe is not properly inserted. Furthermore, it must be ensured that the patient connection is not established until the syringe has been properly inserted. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.